Event description:
Report received of a pump failing to sound an audible alarm when a message was displayed on the pump screen. Reportedly, the customer's biomedical engineer was in a pt's room and observed the pump display flashing with the message "vtbi, complete", but there was no audible tone. The biomedical engineer noted that the audible alarm setting was on low, and switched the audible alarm setting from low to high. The pump reportedly then sounded an audible tone. The nurse was notified that the infusion was complete. The pt did not experience any adverse effect. The pump was removed from clinical service. Though requested, there was no further info available.